Manufacturer narrative:
(B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: photo investigation, the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, one of the cam lock levers (03.010.497) of the rad aiming arm/frn greater trochanter was observed to be broken. Thus, the reported complaint condition is confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition is being confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: product code: (B)(4). Lot number: l699661 manufacturing site: haegendorf release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the surgeon broke one of the cam locks levers on radiolucent aiming arm. They were fixing a mid-shaft femur on an obese patient and it was accidentally stuck by an unknown hammer to get the gold trocars on the lateral cortex. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This complaint involves two (2) devices. This report is for (1) rad aiming arm/frn greater trochanter. This report is 1 of 1 (B)(4).